Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 87 years old male patient had a long term indwelling catheterization and it was time to have regular replacement of the urinary catheter. The doctor opened the package of foley catheter to check the elasticity of the balloon, but found that the injected normal saline could not be withdrawn. Immediately they replaced the catheter with a new one, which did not cause damage to the patient. Per follow-up information received from ibc on 26-sep-2022, stated that there was no patient involvement.

Event description:
It was reported that the 87 years old male patient had a long term indwelling catheterization and it was time to have regular replacement of the urinary catheter. The doctor opened the package of foley catheter to check the elasticity of the balloon, but found that the injected normal saline could not be withdrawn. Immediately they replaced the catheter with a new one, which did not cause damage to the patient. Per follow-up information received from ibc on (B)(6) 2022, stated that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.